Event description:
Customer reported that the ortho provue analyzer probe left droplets of fluid on top of the foil seal of the mts gel cards during testing. The customer did not report condition codes being posted by the instrument.

Manufacturer narrative:
Customer reported that the ortho provue analyzer probe left droplets of fluid on top of the foil seal the mts gel cards during testing. The customer did not report condition codes being posted by the instrument. However, log files were not submitted by the customer for investigation. Therefore, the customer's complaint could not be verified. An ocd field engineer (fe) arrived on site. The fe verified that the probe and the dilution cup were clogged. The fe replaced the probe and performed the appropriate adjustments to return the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur without this mitigation, a potential misclassification of pt/donor type and the possible transfusion of imcompatible blood may occur. Based on the available info, instrument malfunction could not be ruled out as a possible contributing factor.